Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. However, another error message is displayed: "technical problem". The main hypothesis is that a hardware failure is responsible for the reported event. The main origin of the reported event could not be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmiter is stuck on "no network".